Manufacturer narrative:
Concomitant medical products: product ID 8780, lot# serial# (B)(4), implanted: (B)(6) 2021, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 03-may-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via company representative (rep) regarding a patient who was receiving gablofen (500 mcg at 63.06 mcg/day) via implantable infusion pump. It was reported that the patient's mother noticed that post implant the patient would occasionally lose therapy but then it would self-resolve. There were no factors that may have led or contributed to the issue. The physician attempted to aspirate the catheter at the catheter access point (cap) but was unable to do so. The patient underwent surgery to check the spinal segment of the catheter. The surgeon pulled the catheter tip down 1 level which resulted in great cerebrospinal fluid (csf) flow at the csp. The catheter was then anchored at previously placed anchor. The issue was resolved at the time of report. The patient's weight and medical history were asked but unknown. The patient's status at the time of report was alive - no injury.